Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
The tampon I tried literally fell apart. It unrolled sideways [device breakage]. It didn't absorb anything [device ineffective]. Case narrative: consumer reported via email that the tampon fell apart. No injury was reported.